Manufacturer narrative:
(B)(4).

Event description:
The patient reported difficulty recharging; it was taking too long. When the device was implanted, she would charge two to three hours every other day. The implantable neurostimulator (ins) was on 24/7 due to leg pain, the reason for implant. The patient stated noticing that now she has been charging for four to five hours, six to seven hours and it wasn't fully charged. The patient was getting a couple coupling boxes when charging and then it goes away. The implantable neurostimulator recharger (insr) would turn off and then she would have to start over. The patient reported a fall occurred on (B)(6) 2016, and noted back pain, and then her leg gave out causing the fall. The patient saw the physician on (B)(6), and that they would be checking the ins in (B)(6) 2016. The patient was hospitalized due to the fall and noticed the charging issue. The patient tried charging on (B)(6) 2016. Recharging was reviewed; the patient noted that she can't take having to sit for hours to charge. Indication for use included spinal pain. Follow-up was performed to determine the cause and what steps were taken to resolve the reported event. This event will be updated if additional information is received.